Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-611a-(B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and not returned; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 26,693 joules and 5:23 minutes "defective probe" was noted. The fiber was exchanged and "gasket rupture" was noted. The second fiber was exchanged and the same problem was noted on the third fiber. The procedure was completed using the third fiber. The tip of the first fiber was cleaned during the procedure. No harm to the patient reported. This report is for the second fiber.